Event description:
It was reported that the c-mac video laryngoscope has "no image". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer on march 5,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection by the manufacturer, the error description provided by the customer (no image) was confirmed. Overall, the following defects were found: no image. Based on the defects identified during the technical inspection, it is therefore concluded that the most likely cause of the error described is damage to an electronic component by the manufacturer. As described in [?] Checking the labelling', the product must be checked for functionality and damage before and after each use in accordance with the instructions for use. In addition, a functional test (including light transmission and sufficient image quality) is described in which the defect would have been detected on the device. The event is filed under internal karl storz complaint ID: (B)(4).